Manufacturer narrative:
Manufacturer ref #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h4: the device manufacture date is not known as the device lot number is not available / not reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx16mm vascular reconstruction device (product code:encr401612, lot number: 9924747) was impeded in distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, unknown lot) and could not pass through the microcatheter (mc). The doctor removed the stent and microcatheter from the patient, and switched a second microcatheter and a second stent. The second stent was an enterprise2 4mmx16mm (product code: encr401612, lot number: 9854670) which was advanced to target position and started to release, it was found that distal markers of the second stent were converged which could not be opened. The doctor only retracted the second stent alone and switched to a third stent to complete the surgery. The second microcatheter (mc) was not replaced.